Event description:
The clinic reported that a laser vision correction patient experienced continued light sensitivity -transient light sensitivity syndrome- after lasik treatment in both eyes post treatment. Patient treatment was on (B)(6) 2014. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain and light sensitivity. At (B)(6) 2014 visit patient was still seeing 20/15 in both eyes; still complaining of light sensitivity, but stated ibuprofen was helping. Patient was directed to keep using blink tears and taking ibuprofen as needed. On (B)(6) 2014 it was reported that at her visit on (B)(6) 2014 patient did not voice any complaints, no signs of dry eyes; patient seeing 20/10 in both eyes. It was also reported that the tlss took 3 months of monitoring.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.